Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) on the ssc and an mtm remote arm controller (rac) board to resolve the customer reported issue. The system was then tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the customer encountered non-recoverable faults on the system after a system power cycle was performed. The issue occurred when the surgeon was in the process of starting the anastomosis. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found a communication error pointing to the right master tool manipulator (mtm) on the surgeon side console (ssc). The tse had the customer shut down the system and cycle the ssc breaker which temporarily resolved the issue. A few minutes later, the error remained. Due to the system issue, the customer elected to convert the procedure to open surgery.